Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain - lower left side'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)'), small intestinal obstruction ('type of surgery: small bowel impaction from the scar tissue caused by the hysterectomy¿s') and clostridium difficile colitis ('other injury -c-difficile') in an adult female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nerve pain, back pain, vaginitis, stomach pain, abdominal pain and intermenstrual bleeding. Concomitant products included pantoprazole. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), small intestinal obstruction (seriousness criterion medically significant), clostridium difficile colitis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), food allergy ("allergic or hypersensitivity reaction food allergies,"), gastrointestinal disorder ("gi problems"), alopecia ("hair loss"), cystitis ("infection (bladder/urinary tract/vaginal),"), urinary tract infection ("infection (bladder/urinary tract/vaginal),"), vaginal infection ("infection (bladder/urinary tract/vaginal),"), osteoporosis ("autoimmune disorder type of disorder: "osteoporosis"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea,"), tooth disorder ("dental problems,"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue,"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and adnexa uteri cyst ("paratubal cyst") and was found to have weight increased ("weight gain") and uterine leiomyoma ("other injury(ies) or complication: please describe: leimyomata (uterine fibroids),"). The patient was treated with surgery (ablation, and hysterectomy, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower and arthralgia had resolved, the menorrhagia, genital haemorrhage, small intestinal obstruction, clostridium difficile colitis, vaginal haemorrhage, food allergy, alopecia, cystitis, urinary tract infection, vaginal infection, osteoporosis, bladder disorder, urinary tract disorder, nausea, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, weight increased, gastrooesophageal reflux disease, uterine leiomyoma and adnexa uteri cyst outcome was unknown and the gastrointestinal disorder was resolving. The reporter considered abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, arthralgia, bladder disorder, clostridium difficile colitis, cystitis, dysmenorrhoea, fatigue, food allergy, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, nausea, osteoporosis, small intestinal obstruction, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details, specify- the essure procedure was performed per protocol. Trailing coils left 3 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: that it was successful. Pathology test - on (B)(6) 2014: surgical pathology report diagnosis: uterus, cervix and fai.lopian tubes (hysterectomy with bilateral salpingectomy): cervix having no s(gnificant pathologic changes . Enoometriumwith a weakly proliferative patiean. Myometrial leiomyomata (up to 1.2 cm in greatest dimension), bllateral8enign fallopian tubes, the right with a. Benign paratubal cyst, no maugnant neoplasm is identified. Gross description: there is coiled metallic material within the cornu adjacent to each portion of fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain - lower left side'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)'), intestinal obstruction ('type of surgery: small bowel impaction from the scar tissue caused by the hysterectomy¿s') and clostridium difficile colitis ('other injury -c-difficile') in an adult female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nerve pain, back pain, vaginitis, stomach pain, abdominal pain and intermenstrual bleeding. Concomitant products included pantoprazole. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intestinal obstruction (seriousness criterion medically significant), clostridium difficile colitis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), food allergy ("allergic or hypersensitivity reaction food allergies,"), gastrointestinal disorder ("gi problems"), alopecia ("hair loss"), cystitis ("infection (bladder/urinary tract/vaginal),"), urinary tract infection ("infection (bladder/urinary tract/vaginal),"), vaginal infection ("infection (bladder/urinary tract/vaginal),"), osteoporosis ("autoimmune disorder type of disorder: "osteoporosis"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea,"), tooth disorder ("dental problems,"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue,"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and adnexa uteri cyst ("paratubal cyst") and was found to have weight increased ("weight gain") and uterine leiomyoma ("other injury(ies) or complication: please describe: leiomyomata (uterine fibroids),"). The patient was treated with surgery (ablation, and hysterectomy, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower and arthralgia had resolved, the menorrhagia, genital haemorrhage, intestinal obstruction, clostridium difficile colitis, vaginal haemorrhage, food allergy, alopecia, cystitis, urinary tract infection, vaginal infection, osteoporosis, bladder disorder, urinary tract disorder, nausea, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, weight increased, gastrooesophageal reflux disease, uterine leiomyoma and adnexa uteri cyst outcome was unknown and the gastrointestinal disorder was resolving. The reporter considered abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, arthralgia, bladder disorder, clostridium difficile colitis, cystitis, dysmenorrhoea, fatigue, food allergy, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, intestinal obstruction, menorrhagia, nausea, osteoporosis, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details, specify- the essure procedure was performed per protocol. Trailing coils left 3 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: that it was successful. Pathology test - on (B)(6) 2014: surgical pathology report. Diagnosis: uterus, cervix and fai.lopian tubes (hysterectomy with bilateral salpingectomy): cervix having no significant pathologic changes. Endometrium with a weakly proliferative "patiean". Myometrial leiomyomata (up to 1.2 cm in greatest dimension), bilateral benign fallopian tubes, the right with a. Benign paratubal cyst, no malignant neoplasm is identified. Gross description: there is coiled metallic material within the cornu adjacent to each portion of fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs and mr received - new events added: ablation, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction food allergies, gi problems, and hair loss, infection (bladder/urinary tract/vaginal), autoimmune disorder type of disorder: "osteoporosis", bladder or urinary problems or changes, nausea, dental problems, nickel allergy, dysmenorrhea, surgery (other) type of surgery: small bowel impaction from the scar tissue caused by the hysterectomy¿s, pain, fatigue, weight gain, gastrointestinal or digestive system condition type: acid reflux, other injury or complication: please describe: leiomyomata (uterine fibroid), paratubal cyst, hair loss, hip pain, c-difficile were added. New reporter, lot number and concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain - lower left side'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)'), small intestinal obstruction ('type of surgery: small bowel impaction from the scar tissue caused by the hysterectomy') and clostridium difficile colitis ('other injury -c-difficile') in a 43-year-old female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2005 to 2010 and oral contraceptive nos. Concurrent conditions included nerve pain, back pain, vaginitis, stomach pain, abdominal pain and intermenstrual bleeding. Concomitant products included pantoprazole. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal") and arthralgia ("left hip pain after placement"). In (B)(6) 2010, the patient experienced food allergy ("allergic or hypersensitivity reaction food allergies,"), gastrointestinal disorder ("gi problems") and alopecia ("hair loss"). In 2011, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced osteoporosis ("autoimmune disorder type of disorder: "osteoporosis") and fatigue ("fatigue,"). In 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2014, the patient underwent tooth extraction ("dental problems/ dental procedure with bridge"). On (B)(6) 2014, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal),"), urinary tract infection ("infection (bladder/urinary tract/vaginal),") and vaginal infection ("infection (bladder/urinary tract/vaginal),"), 4 years 5 months after insertion of essure. On (B)(6) 2014, the patient experienced nausea ("nausea,"). On (B)(6) 2014, the patient experienced clostridium difficile colitis (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced small intestinal obstruction (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),") and adnexa uteri cyst ("paratubal cyst") and was found to have uterine leiomyoma ("other injury(ies) or complication: please describe: leiomyomata (uterine fibroids),"). The patient was treated with surgery (ablation performed in 2010 and hysterectomy, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower and arthralgia had resolved, the menorrhagia, genital haemorrhage, small intestinal obstruction, clostridium difficile colitis, allergy to metals, vaginal haemorrhage, food allergy, alopecia, cystitis, urinary tract infection, vaginal infection, osteoporosis, bladder disorder, urinary tract disorder, nausea, tooth extraction, dysmenorrhoea, fatigue, weight increased, gastrooesophageal reflux disease, uterine leiomyoma and adnexa uteri cyst outcome was unknown and the gastrointestinal disorder was resolving. The reporter considered abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, arthralgia, bladder disorder, clostridium difficile colitis, cystitis, dysmenorrhoea, fatigue, food allergy, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, nausea, osteoporosis, small intestinal obstruction, tooth extraction, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details, specify- the essure procedure was performed per protocol. Trailing coils left 3 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: that it was successful. Pathology test - on (B)(6) 2014: surgical pathology report diagnosis: uterus, cervix and fallopian tubes (hysterectomy with bilateral salpingectomy): cervix having no significant pathologic changes. Endometrium with a weakly proliferative pattern. Myometrial leiomyomata (up to 1.2 cm in greatest dimension), bilateral benign fallopian tubes, the right with a. Benign paratubal cyst, no malignant neoplasm is identified. Gross description: there is coiled metallic material within the cornu adjacent to each portion of fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received- dental problem was updated into extracted tooth. Onset date of events updated. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.